Manufacturer narrative:
The customer reported that the flow sensor assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator would not enter standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. The user impact was reported as the device not being "usable". A philips remote service engineer (rse) noted that the customer's device does not stay in standby mode and returns to normal ventilation. The biomedical engineer verified that the device has software 3.0, and average oxygen reading was 1.2 lpm, when set to zero. It was also noted that there was nothing attached to the patient outlet, the oxygen was disconnected, and the inlet filter was fairly clean. The rse noted that the average oxygen reading was out of specification, and that the flow sensor assembly or gas delivery system (gds) would need to be replaced to resolve the issue. The customer was provided with the part numbers for the recommended replacements.